Manufacturer narrative:
H3- device evaluation: lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vicm5_12.1 implantable collamer lens, diopter -8.5 into the patient's left eye (os) on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged with a longer lens due to low vault. The problem was not resolved. Reference MFR file#: (B)(4) for exchanged lens. The cause of the event is reported as unknown.